Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited a loss of ventricular capture. Guidant received additional information that the physician experienced difficulty with the helix mechanism.